Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider on april 16, 2018. Regarding the serial number/lot number of the report link in which the long report would not transfer to, the hcp stated "multiple locations." The hcp stated the cause of the long report not transferring to the report link was not determined. Regarding actions/interventions taken to resolve the long report not transferring to the report link, the hcp said, "n/a, was uploaded manually separately." The hcp indicated that more recently the pump had an extended motor stall of unknown reasons (x8hrs) and was replaced (please refer to MFR report number 3004209178-2018-03493 for this event).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving lioresal (baclofen) 2000mcg/ml for a total dose of 1300mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that when printing the long report with logs for this particular patient, it will not transfer to reportlink. It was stated that they can transfer short reports or print reports with logs separately and they can transfer long reports from other patient's, but not from this patient for some reason. It was asked if they have ever had success printing a long report for this patient and whether that had worked to try and see if it was a reportlink issue versus a programmer issue. It was noted that they had not tried that. It was noted that they believed one of their colleagues had the same issue with another patient as well, but most of the time they can transfer long reports from other patients as well. It was noted that this issue had been going on for a year. The event date was 2017. No further complications were reported/anticipated. Additional information was received from the healthcare provider (hcp) (B)(6) 2018. In response to a question asking if the long report not transferring to reportlink has been resolved, the hcp stated, "n/a, pump was replaced." The hcp stated the issue was with the pump, and added, "has not been an issue in any other pump that I have handled (150+)."